Event description:
It has been reported wrong size bone plug in the package. Size was 14mm instead of 16mm. There was no adverse consequence for the patient.

Event description:
Delay in surgery associated with MFR#9610726-1999-00064.